Manufacturer narrative:
(B)(4). The actual device was received for evaluation; however, the device was found to be contaminated. As the product was received in a condition that made analysis impossible, a device evaluation could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice automated pd set with cassette was damaged and leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.